Event description:
It was later reported that the infection was in the pump pocket. The incision site did not fully heal and opened up.

Event description:
It was reported that the patient experienced significant withdrawal symptoms about a week after the pump implant. The patient had an altered mental status, increased spasticity, sweating (diaphoresis) and underdose symptoms, specified as less than 50% therapy relief. It was questioned if the event was a response to anesthesia. A dye study and rotor study were performed. Each came back with normal results. The patient had a dose increase and had an active prescription for oral medication. The patient was to follow up each week until the event was fully resolved. At the time of the report, the patient was noted to be without injury. The device system was used to deliver lioresal. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received and it was reported that the patient ended up developing an infection which per the reporter was most likely the cause of the symptoms the patient was experiencing. The pump was explanted. Due to the high dose (2000 mcg/ml lioresal at 1293.5 mcg/day) the patient was receiving and because the patient had extensive spinal hardware that might make it difficult to reach the patient¿s spine, the surgeon opted to replace the pump and part of the catheter the same day. The new pump was placed on the opposite side of the abdomen and a wound vac was placed in the old wound. By the last week of october, the patient was doing very well. His dose was back up to 1293.5 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).